Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention and returned devices from the reported lot number. Retention and returned devices were tested with hcg-negative clinical serum samples and low concentration standards (2 miu/ml). Results were read at 5 and 6 minutes. All devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as both retention and returned product performed as expected during in-house testing. This test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2018: patient presented to facility for flank pain. A serum sample was tested 2x on the cardinal health hcg combo cassette and a faint positive result was obtained both times. Customer questioned results as patient was (B)(6). The same serum sample was sent to the lab for confirmatory testing. The beta quant result was <5 miu/ml. No treatment was provided or withheld based on the false positive result. Unknown if patient is post-menopausal. Customer states she will not be able to provide further patient information and the lab does not have access to the discharge diagnosis. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi)-no deviations were noted.